Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication "aggregation of bioglue presenting as a right atrial mass: a case report," an (B)(6) female with a history of coronary artery bypass grafting and bioprosthetic aortic valve replacement five years ago presented with progressive shortness of breath. Echocardiogram showed a mass involving the lateral wall of the right atrium measuring 4.2 by 3.7cm impinging on the lateral aspect of the tricuspid annulus causing severe tricuspid regurgitation. A cardiac magnetic resonance imaging (cmr) confirmed the presence of a solid mass with tissue characteristics similar but not entirely consistent with myxoma or a metastatic solid tumor. An incision into the mass revealed necrotic debris consistent with the accumulation of undissolved bioglue from previous surgery. Debris was completely removed without entering the atrium resulting in complete enucleation of the mass. The pathology report of the debris showed acute and chronic granulomatous reaction to a foreign body with surrounding necrotic and calcified material. Acid fast and fungal stains remained negative. Bacterial cultures grew (B)(6). The authors reviewed the operative notes from the previous aortic valve replacement, which reveled persistent intraoperative bleeding from the site of the coronary sinus catheter and atrial pacing wires. Since the atrium was extremely friable, biological glue was used to control the bleeding at the site of the pacer wire placement in the right atrium. Multiple contact attempts were made to request additional information from the authors of the publication, including information on the dates of the procedures, lot number of bioglue used, operative notes, and further details as to the location of bioglue application. However, all requests were unanswered. As the date of the initial procedure could not be established and the lot number of bioglue used on the patient could not be determined, a manufacturing review of records could not be performed. A review was performed on the available information. The cause of the mass containing bioglue fragments and the (B)(6) infection observed in the patient could not be definitively determined. Bioglue was used to achieve hemostasis from the right atrium during an aortic valve replacement procedure performed five years prior due to persistent intraoperative bleeding from the site of the coronary sinus catheter and the atrial pacing wires. It is important to note that the application of bioglue to the atrium is not an approved indication in the united states. It is not noted in the publication the amount of bioglue used in the avr procedure, nor is it known whether the site was properly prepared prior to application. Additionally, the type of replacement valve is unknown. An incision into the mass made by the surgeon at the time of operation showed necrotic debris and apparent residual bioglue. However, pathologic examination of the excised lesion showed acute and chronic foreign body reaction with necrotic and calcified debris. There is no mention of residual bioglue in the pathology report. The bioglue instructions for use (IFU) warn against direct application to the surface of the heart as necrosis of the underlying myocardium has been reported. The authors also report a confirmed (B)(6) infection. Because bioglue is terminally sterilized with gamma radiation and the procedure was performed five years prior, there is no evidence that bioglue caused or contributed to the (B)(6) infection.

Event description:
According to the publication "aggregation of bioglue presenting as a right atrial mass: a case report," an (B)(6) female with a history of coronary artery bypass grafting and bioprosthetic aortic valve replacement five years ago presented with progressive shortness of breath. Echocardiogram showed a mass involving the lateral wall of the right atrium measuring 4.2 by 3.7cm impinging on the lateral aspect of the tricuspid annulus causing severe tricuspid regurgitation. A cardiac magnetic resonance imaging (cmr) confirmed the presence of a solid mass with tissue characteristics similar but not entirely consistent with myxoma or a metastatic solid tumor. An incision into the mass revealed necrotic debris consistent with the accumulation of undissolved bioglue from previous surgery. Debris was completely removed without entering the atrium resulting in complete enucleation of the mass. The pathology report of the debris showed acute and chronic granulomatous reaction to a foreign body with surrounding necrotic and calcified material. Acid fast and fungal stains remained negative. Bacterial cultures grew (B)(6).

Event description:
According to the publication "aggregation of bioglue presenting as a right atrial mass: a case report," an (B)(6) year old female with a history of coronary artery bypass grafting and bioprosthetic aortic valve replacement five years ago presented with progressive shortness of breath. Echocardiogram showed a mass involving the lateral wall of the right atrium measuring 4.2 by 3.7cm impinging on the lateral aspect of the tricuspid annulus causing severe tricuspid regurgitation. A cardiac magnetic resonance imaging (cmr) confirmed the presence of a solid mass with tissue characteristics similar but not entirely consistent with myxoma or a metastatic solid tumor. An incision into the mass revealed necrotic debris consistent with the accumulation of undissolved bioglue from previous surgery. Debris was completely removed without entering the atrium resulting in complete enucleation of the mass. The pathology report of the debris showed acute and chronic granulomatous reaction to a foreign body with surrounding necrotic and calcified material. Acid fast and fungal stains remained negative. Bacterial cultures grew (B)(6).